Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the eri to eol margin was shorter than expected. The device was explanted and replaced.

Manufacturer narrative:
Analysis found that the margin between eri and eol was shorter than expected. However, total device longevity was within normal limits. The cause of the short margin between eri and eol was undetermined.